Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the system errors and replaced the master tool manipulator (mtm) and both remote arm controllers (rac) to resolve the issue. The system was tested and verified as ready for use. Isi received all da vinci products involved with this complaint to perform failure analysis. The mtm was analyzed and found to trigger errors 23 and 30 during powerup on the test system. The rac (s/n (B)(6)) was tested on an in-house system. It was power cycled multiple times and sat idle with no issue. The second rac (s/n (B)(6)) also was power cycled multiple times and sat idle with no issue. The reported complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, non-recoverable 40241 errors occurred on the system. Errors 40241, 23, 30, 281, 417, and 818 were confirmed in the pop-up logs. The technical support engineer (tse) had the staff perform a hard reset and reseat the blue fiber cables. The staff rebooted the system but another 40241 error appeared. The tse instructed them to try a different scope to resolve the 40241 error. The doctor decided to convert the case but did not specify the type of conversion. There was no reported injury.